Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted call service alarm 3 or more times within a 30-day period. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2014 with the following findings: review of the black box data revealed a call service alarm recorded after a 2.5 unit bolus had been cancelled. A second call service alarm was recorded after the delivery of 0.47 units of the previously programmed 2.5 unit bolus. On investigation, the pump was exercised for 24 hours during which time, no call service alarms occurred. Investigation confirmed call service alarms in the pump history but the reported issue was not duplicated during testing. The pump was found to be operating within the required specifications without malfunction.